Manufacturer narrative:
(B)(4). Date sent: 8/23/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. In addition, an opened packaging of the reload was returned. The reload was received partially fired 1/10 and the reload lockout spring was damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 215c05, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # a9c55v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: will the device and cartridge be returned? Was the device difficult to close? Was the device difficult to fire? Were there any unusual noises heard? Did the device staple on either side of the knife blade at all? If so, what was the staple formation? Was this the first attempted firing with the ats device? Were any clips used in the area? Is there the possibility that an appendicolith was in the area of the firing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy there was a malfunction of laparoscopic stapling device leading to amputated appendix with no staple line and open appendicular stump necessitating conversion to open procedure for definitive closure. This occurred on the first firing using blue load. The patient was discharged on (B)(6) 2023.